Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 02017 following a drop in hemoglobin. The patient was transfused with 2 units of packed red blood cells. An esophagogastroduodenoscopy revealed an arteriovenous malformation (avm) in the proximal gastric body and one in the antrum which were treated with argon plasma coagulation (apc). The patient was discharged home on (B)(6) 2017 when hemoglobin stabilized. No further information was provided.

Manufacturer narrative:
A direct correlation between hm2 lvas, and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, until the patient was transplanted on (B)(6) 2017. The device was returned to abbott for analysis and was investigated under MFR # 2916596-2017-00985. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.